Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported by the patient's husband that his wife's blood glucose levels were at 140 mg/dl when they went to eat. She took a 14 unit bolus and ate her usual food. She got home and bgs were at 70 mg/dl according to her dexcom and was rapidly decreasing. Then it went to 40 mg/dl and still going down. He called the ambulance and when they got there she was breathing but unresponsive. They gave her some medicine that made her blood glucose levels rise and she started to respond. Patient was taken to the hospital and treated with glucagon and intravenous therapy with fluids. The patient was wearing the pod for 24 to 36 hours on the arm.